Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be sent when the investigation is complete. Lot number was not provided, therefore, review of the manufacturing records could not be completed.

Event description:
As reported, lasix (diuretic) and blood began to leak through the orifice of the introducer used for the swan ganz catheter. The introducer's valve was not functioning. This event occurred after removing the swan ganz catheter from the introducer. The doctor removed the introducer immediately and patient had an air embolism needing a re-intubation and hyperbaric chamber support. The swan catheter had been placed under hemodynamic monitoring after a chemo session embolization in a patient with hepatocellular carcinoma on cirrhosis of exogenous origin.

Manufacturer narrative:
We received one ava-hf catheter with the distal connector from the contamination shield for examination. Leak testing was performed without a catheter inserted and leakage was observed. The introducer valve internal components were examined and the duckbill valve appeared to be damaged. The wiper gasket appeared to be in good condition. This condition will allow leakage without a catheter inserted through the introducer valve. The valve housing was removed from the ava catheter and the duckbill valve was confirmed to be torn. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.